Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 15.5 mm from the distal end. There was a scratch around the surface of the broken probe. The shape of the broken surface showed that a crack spread from the scratches as the starting point. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. This type of probe damage is most likely related to the operator's technique. In this case, the probe might be broken off since load was applied to the probe while the user cleaned the cracked probe outside the patient. The crack of the probe might be caused by activating the scratched probe. Also, based on the similar cases in the past, the scratch of the probe might occur because the probe came in contact with a hard tissue and other device while the subject device was activated. The instruction manual of the device has already warned as follows; *do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment.

Event description:
During the procedure of hepatobiliary pancreas, the probe was broken off when the nurse wiped the probe of the subject device with gauze. The intended procedure was completed with another device. No patient injury was reported.